Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because reporter contacted lifescan alleging when she puts strip in meter, it goes to the language english and espanol and the black bar goes back and forth by itself. She's not pressing any buttons. The issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. The product(s) have not yet been evaluated; lfs will evaluate it/them and inform FDA of the results in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2012) - device evaluation: the meter involved with this complaint has been returned on (B)(6) 2012 and evaluated by product analysis (pa) on (B)(6) 2012, with the following findings: the meter was found to function properly. The primary complaint was not confirmed. The test strips were also returned. However, testing was not performed since the alleged issue pertains to a meter issue only. At this time, lifescan considers this matter closed.